Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the collar broke off of the hemopro2 extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to maquet cardiovascular for evaluation. It showed no signs of clinical usage and no evidence of blood. A visual inspection determined that the collar on one end of the cable was dislocated slightly forward from its original position but still attached to the cable. The cord was tested for its ability to correctly connect to the adapter. The dislocation prevented the "click-lock" mechanism from engaging when connecting the cord to either the device or the cable adapter. This type of damage is consistent with that found when excessive pulling force is applied to the cable, forcing it out of position under the housing. Based on the results of the evaluation, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable.